Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue with the keypad which was observed through a visual inspection as there was a tear in the keypad. The tear in the keypad resulted in columns 1 and 3 along with keys 3, 6, and 9 to be inoperable. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the keypad on a spectrum pump. There was no patient involvement. No additional information is available.